Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on 4 known positive samples that resulted negative when using the simplexa covid-19 direct assay. These known positive samples were previously tested on a competitor assay (abbott m2000). The following data was obtained comparing the results of the simplexa assay and the competitor abbott assay: - sample (B)(4):positive with abbott m2000 at 28 CT, negative on simplexa. - sample (B)(4): positive with abbott m2000 at 28 CT, negative on simplexa. - sample (B)(4): this sample resulted positive with both method but with abbott at 21 CT and with simplexa at 35 CT. - sample (B)(4): positive with abbott m2000 at 30 CT, negative on simplexa. - sample (B)(4): positive with abbott m2000 at 27 CT, negative on simplexa. Information obtained on the abbott realtime sars-cov-2 assay showed the competitor assay gene targets (n gene, rdrp) are different than the simplexa assay targets (s gene, orf1ab). In addition, the competitor assay utilizes extraction of the sample whereas the simplexa assay does not. The one sample that was detected on the simplexa assay had a late CT = 35 indicating this was near the lod of the simplexa assay. The abbott test has a limit of detection at 100 copies/ml while the simplexa assay has a limit of detection at 500 copies/ml. The time between the abbott test and the simplexa test was not provided and the conditions the patient samples were handled is not known. No device and no patient samples were returned for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# x8194n, met all qc release criteria prior to kit release. Mol4151, lot# x8194n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28.4 (s gene) and 28.3 (orf1ab) and the internal control avg CT = 32.5. No malfunctions occurred during qc release testing. Retain testing is no longer possible since the kit lot x8193n expired on 10/31/2020, but based on the information provided, the alleged false negative samples were most likely beyond the limit of detection of the simplexa assay in comparison to the competitor assays. No other false negative results occurred on the other patient samples that were correctly interpreted by the simplexa assay. The issue could not be confirmed. This is the 1st complaint on mol4150, lot# x8193n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on 4 known positive samples that resulted negative when using the simplexa covid-19 direct assay. These known positive samples were previously tested on a competitor assay (abbott m2000). The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the competitor method and no alleged harm occurred. Patient samples were collected in utm. Other than patient sample ID numbers, other patient information and patient sample collection method was not provided.